Event description:
It was reported that this pacemaker exhibited loss of capture and reprogramming efforts were performed. Currently, this pacemaker remains in service and no adverse patient effects were reported.